Event description:
A lead extraction procedure commenced to remove 4 leads: a right atrial (ra) and right ventricular (rv) lead from a right sided access, implanted 152 months, and an ra and rv lead from a left sided access, implanted 238 months, due to infection. The ra lead on the right side was removed by traction alone without any device. Using a spectranetics 14f glidelight laser sheath, the physician successfully extracted both the rv leads, one from the left and one from the right. The last ra lead on the left side was prepped with a cook medical liberator locking stylet to provide traction. However, the liberator could not be inserted down to the lead's distal tip due to the lead being corrupted (compromised with lead stretched and lead insulation disconnected), which may have existed pre-procedure. The physician chose a 12f glidelight device to begin the extraction attempt. This device could not progress, so the physician upsized to a 14f glidelight laser sheath. However, during use, this device became kinked and broken. Red light was seen emitting from the device's outer jacket, and the laser output was decreased (MDR #1721279-2022-00003). The physician switched tools to a cook medical mechanical dilator sheath, and then to a new 14f glidelight device. The glidelight device was able to be advanced to the side of the lead's ring electrode, and at that time the lead came free. The patient's blood pressure dropped and an effusion was noted on transesophageal echocardiography (tee). Cardiac tamponade occurred and rescue efforts began, including a sternotomy. Right atrial appendage perforations were discovered, and the areas were successfully repaired. The physician felt the perforations were as a result of traction (cook medical liberator device was providing traction to this lead) but the 14f glidelight device in use in the area may have also caused or contributed to the injury. This report captures the second 14f glidelight in use when the right atrial appendage perforations occurred, requiring intervention. There was no alleged malfunction of this second 14f glidelight device in use during the procedure.

Manufacturer narrative:
Patient's date of birth unk. Patient's weight unk. Relevant tests/laboratory data unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.